Manufacturer narrative:
B4 report date: 12/9/2022.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 212 mg/dl.